Event description:
Immediately after unsuccessful deployment patient's blood pressure dropped and she became unresponsive. Air mask bag unit bagging, vasopressors and stat echo ordered. Echo showed large pericardial effusion with tamponade. Emergency pericardial drain insertion initiated emergent blood transfusion and intubated by anesthesia. Multiple vasopressors added, cardiac surgical consult with immediate planning for cardiac surgery. Intra-aortic balloon pump inserted, and massive transfusion continued with drainage from pericardial drain continuing. Dr. Discussed case with patient's two sons as she had been a do-not-resuscitate prior to the pacer procedure. Family requested that patient not go to surgery. Patient transported to ICU with full support and expired shortly after withdrawal of support per family wishes.